Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. The patient called back repeating event information and stating that the device is dislodged and coming through the skin. They have surgery scheduled for removal on nov. 12th but their insurance will not cover the cost of replacement. The patient was redirected to their hcp.

Manufacturer narrative:
Information for this event has been merged to regulatory report 3004209178-2021-17123. No further information will be reported in this report. Please see 3004209178-2021-17123 for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that I they noticed shortly after they got it, their current ins has dislodged out and dislodged out more. Pt said they tried to connect last night and saw the message: "internal device has lost all data contact your clinician". Pt said they called their doctor and spoke to the nurse who told them they should call medtronic and then call the nurse back. Pt said the ins site causes so much pain and bulges out, one time they sat on a metal folding chair but when they tried to get up the ins got stuck on the chair, it got hooked and they had to sit back down. Pt said they have had no falls or accidents no weight loss. Pt said the newest implant was implanted in a location that is "just a hare under the last one". Pt said they are hoping they will take one out and put one in that actually works. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time. See already reported pe : prior ins shocking sensation.